Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two additional proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using proglide devices via a 7f sheath after an interventional arteriogram procedure. Reportedly, there was no suture present when the plunger was removed with all three devices. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A follow up was conducted due to the foot separation noted; however further information could not be obtained. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.